Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip disposable syringe contained foreign matter. The following information was provided by the initial reporter: "pharmacist reported found 1 syringe with a red/orange droplet on the end of the tip of the syringe/hub. "

Manufacturer narrative:
Supplementary ¿ additional information : the following field were updated owing to additional information : e.3. Initial reporter e-mail : (B)(6). H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. - owing to the fact that physical samples or pictures are not received, a robust analysis of the reported defect is not possible, so the failure is classified as unconfirmed and the root cause is undetermined. - a review of the complaint lot history check was performed and this is the 1st related complaint for (foreign matter) on this lot # 0195485. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for this batch # 0195485 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd luer-lok¿ tip disposable syringe contained foreign matter. The following information was provided by the initial reporter: "pharmacist reported found 1 syringe with a red/orange droplet on the end of the tip of the syringe/hub. "